Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: accolade c cs 127 nk; cat#:6057-0537d; lot#: mmda29 delta v-40 ceramic head 36/-2,5; cat#:6570-0-436; lot#: 52390301 acetabular dome hole plug; cat#:2060-0000-1; lot#: pl1xn0 primary tritanium hemi cluster hole cup 54mm; cat#:502-03-54e; lot#:6516pd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Possible infection.

Manufacturer narrative:
Reported event: an event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "the primary harm involved is infection s/p tha. There is insufficient documentation presented to further complete this assessment." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot & sterile lot referenced. Conclusions: the event and root cause could not be determined because insufficient information was provided. Further information such as revision operative report, pathology reports, pre and post-op x-rays, patient history and office/clinic notes are needed to investigate this event further. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Possible infection.